Event description:
On 09/11/1998 the account reported a hemoglobin of 6.0 g/dl on a pt sample being tested for a complete blood count, which was printed with an "l" flag. White blood cells, granulocytes, red blood cells, and hematocrit were also lower than expected and printed with an "l" flag. A sample was drawn and tested on 09/14/1998. A hemoglobin result 13.7 g/dl and hematocrit result of 40.1% were obtained from the second sample. All other parameters were within the expected ranges. The sample from 09/11/1998 was then retested. A hemoglobin of 13.6 g/dl and hematocrit of 39.7% were obtained. Other parameters obtained were comparable to parameters from the 09/14/1998 sample drawn. No treatment was given based upon the first reported complete blood count results.